Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient has a pacemaker and the intrinsic morphology changes during pacing. The sensing vector was set to the alternate vector. The smart pass had programmed itself off due to the low amplitudes. Technical services discussed some programming options. The doctor elected to replace the original pacemaker with a leadless pacemaker. There were no additional adverse patient effects. The system remains implanted.